Manufacturer narrative:
(B) (4). Product has been requested to be returned but has not be received. (B) (4).

Event description:
The customer reported that the alarm will not sound when weight is removed from the pad. No visible damage to the alarm. There was no patient injury reported.